Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two years post implant of this 25mm bioprosthetic aortic valve, it was explanted and replaced with a 23mm valve of the same model for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the reason for replacement was due to endocarditis and severe aortic insufficiency al ong with bacteremial sepsis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.